Event description:
It was reported the patient's stimulation was autoreducing. The sjm representative met with the patient and reprogramming was unable to provide effective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. X-rays were taken and no anomalies were indicated. Additional x-rays may be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.